Event description:
Machine for covergent was not working. All connections were checked and plugs were checked. Power to the machine was okay. Ncontact kit changed out and everything worked fine thereafter. The catheter was faulty. After changing it the machine worked. This out-of-box failure occurred prior to the procedure. There was no patient harm.